Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult powerglide catheter insertion was confirmed; however, the root cause was not identified. The product returned for evaluation was three 18ga x 10cm powerglide pro midline catheter assemblies. The product returned for evaluation was three 18ga x 10cm powerglide pro midline catheter assemblies. The first sample (sample 1) exhibited use residues throughout. The catheter was advanced and the safety mechanism was engaged. The catheter shaft exhibited curved shape memory. A split was observed in the catheter shaft near the distal tip. Microscopic inspection of sample 1 revealed deformation of the distal tip. Inspection of the split revealed a partially glossy fracture surface consistent with perforation by the introducer needle tip. The second sample (sample 2) was received fully assembled. Blood residue was observed within the catheter shaft. The third sample (sample 3) was received fully assembled and appeared free of obvious use residues. Microscopic inspection of samples 2 and 3 revealed irregular catheter tips. The transitions between the catheter tips and needle shafts were rough. The rough transitions would likely result in resistance when attempting to advance the catheters. The rough transitions appeared to be caused either by irregular catheter tip formation during the catheter tipping process or subsequent tip damage. Photographs have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) of refw1235 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "pg feel dull and won't puncture skin." (B)(6) 2022-three devices were returned for evaluation. Each device exhibited rough/split transitions between the catheter tips and needle shafts. This report addresses the first device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult powerglide catheter insertion was confirmed; however, the root cause was not identified. The product returned for evaluation was three 18ga x 10cm powerglide pro midline catheter assemblies. The product returned for evaluation was three 18ga x 10cm powerglide pro midline catheter assemblies. The first sample (sample 1) exhibited use residues throughout. The catheter was advanced and the safety mechanism was engaged. The catheter shaft exhibited curved shape memory. A split was observed in the catheter shaft near the distal tip. Microscopic inspection of sample 1 revealed deformation of the distal tip. Inspection of the split revealed a partially glossy fracture surface consistent with perforation by the introducer needle tip. The second sample (sample 2) was received fully assembled. Blood residue was observed within the catheter shaft. The third sample (sample 3) was received fully assembled and appeared free of obvious use residues. Microscopic inspection of samples 2 and 3 revealed irregular catheter tips. The transitions between the catheter tips and needle shafts were rough. The rough transitions would likely result in resistance when attempting to advance the catheters. The rough transitions appeared to be caused either by irregular catheter tip formation during the catheter tipping process or subsequent tip damage. Photographs have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) of refw1235 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "pg feel dull and won't puncture skin." 02/23/2022-three devices were returned for evaluation. Each device exhibited rough/split transitions between the catheter tips and needle shafts. This report addresses the first device.